Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed at nominal sensitivity and exhibited noise on the right ventricular (rv) lead. This noise caused a ventricular tachycardia/ventricular fibrillation (vt/vf) episode to be declared with no therapy delivered and inhibition of pacing. The device was programmed to least sensitivity and the vt/vf marker were noted and there was no pacing inhibition noted with isometrics. The device had triggered elective replacement indicators (eri); therefore, the device was explanted due to normal battery depletion. The rv lead was tested extensively and a new device was successfully implanted.